Event description:
On 23 june 1998 a male pt in his fifties had third injection of hyalgan (first two injections went fine), and two hours later experienced an increase in knee pain and swelling. He was monitored without intervention until 26 june. On 26 june, knee was aspirated and 60 cc of cloudy fluid were recovered. No crystals. No germs (gram). 25,000 cells. Culture not yet returned. According to reporter, an infection is not likely. Pt has improved after aspiration but his knee is still hurting. Temperature is 105 degrees f. (40.5 celsius). No rash. No respiratory disorder. No argument for an allergic reaction. The reporter (physician's assistant) is questioning the possibility of pseudogout. The lot number is not available. Prophylactic antibiotics started. Follow-up info to be pursued. Follow up received 20 jun 1998: the knee aspiration cultures were positive to staphylococcus aureus. The pt was treated with arthroscopic lavage. Accordingly, a code for "sepsis secondary" was added to the reported events. Editorial note: in this case, the presence of staphylococcus aureus, a pathogen often found on the skin, particularly in hosp settings, in the aspirated fluid indicates that the infection was probably secondary to the injection procedure rather than to the device. Corrective treatment: prophylactic antibiotics, arthroscopic lavage.